Event description:
Per the clinic, the patient experienced extrusion of receiver/stimulator and had no connection with the implanted device (specific date not reported). Subsequently, the device was explanted on (B)(6) 2026. There are plans to reimplant the patient with a new device; however, this has not occurred as of the date of this report. Additional information has been requested but it has not been made available as of the date of this report.